Manufacturer narrative:
Continuation of d10: product ID hh9020tdd (serial: (B)(6)); product type: implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software brand name; product ID hh9020tdd (serial: (B)(6)); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl and bupivacaine for spinal pain indications. It was reported that when the patient was connecting to the pump, the patient mentioned 'it's slow. It doesn't usually take this long, but I got this pump like 3 months ago. Usually it takes 2 minutes ,' later stated 'a minimum of 2 minutes to retrieve (connect to the pump), and then I can deliver the bolus, which takes 2 minutes.' When the manufacturer's patient services specialist (pss) inquired about event date, patient stated, 'like the first time I'm assuming was a month ago when I realized it,' and then stated, 'more than probably a month ago,' and did not provide further information. Pss assisted the patient in clearing data. Prior to patient's data clear, patient's data was 3.34 mb. Pss reviewed impact of longer usage due to telemetry delay for handset battery longevity and telemetry delay considerations. The patient agreed to call back for assistance as needed.